Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device revealed that the proximal contact wire was detached/separated, the main coil was severely stretched/tangled and the suture was broken. Additionally, the main coil was broken. Procedural fluids were noted on the stretched/damaged main coil. A functional test could not be performed as the visual defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the damage noted to the device is indicative of friction during use. It is probable that the device was damaged during advancement or withdrawal within the microcatheter due to anatomical factors. An assignable cause of procedural factors will be assigned to the reported ¿ main coil stretched, and the analysed defects, ¿coil proximal contact detached/separated¿, ¿main coil stretched', ¿main coil tangled, 'main coil suture damage' and 'main coil broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was initially reported that the coil (subject device) was stretched during use. Analysis of the returned main coil (subject device) was found to be broken during use. There was no clinical consequence to the patient due to this event.